Event description:
On (B)(6) 2011, the patient/lay-user's mother contacted lifescan (lfs) alleging that her son was experiencing an inaccurate high issue with his one touch ultralink meter. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(6) 2011 and obtained the following information the patient's mother reported that the alleged issue with the subject meter began at "midnight" on (B)(6) 2011. She stated that her son obtained a glucose result of "304 mg/dl" on the subject meter and his continuous glucose monitor (cgm) sensor was out so they could not get a glucose value from it to confirm accuracy. She explained that for "several weeks" before this issue occurred, they would compare the two devices to see if there was a "big discrepancy" (could not elaborate what constitutes it), and if there was they would test with the subject meter again and would get a more compatible result to the cgm. She stated the every once in a while the variances were "very different". The patient's mother stated that he tests his glucose 10x/day and manages his diabetes with insulin (pump therapy) and due to the alleged issue on (B)(6) 2011, "a little after midnight" he received an insulin correction from the pump based on the "304 mg/dl" result obtained from the subject meter. She claimed on (B)(6) 2011, about "an hour later" after the alleged issue started, her son felt "uneasy". The mother reported testing him at the same time as the symptom started and she obtained a result of "107 mg/dl". The patient's mother told this mss that she was very concerned because, the amount of insulin given would be on board for the next 3 hours and his glucose would continue to drop. She described that he also started feeling "shaky", so she "immediately' began feeding him honey, and about 100 grams worth of carbohydrates but does not remember testing again at this time. The mother reported about "4 hours later" after the issue started, she tested him and his glucose was back at "130 mg/dl" on the subject meter. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter and was using correct unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient's mother claims her son obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (11/22/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the meter was tested and no faults were found. On (B)(6), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.